Event description:
Upon investigation, the device was found to be in backup vvi (bvvi) mode due to elective replacement indicator (eri). The duration of implant is not known, but no device malfunction is suspected. A device exchange is anticipated. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.